Event description:
While physician was removing pt's nephrostomy tube (in office), tube broke leaving distal third section within the kidney and ureter. Retained tube surgically removed at the facility in 1999.